Event description:
It was reported that the patient received inappropriate therapy due to noise. During the explant of the rv lead, the patient's blood pressure dropped. The chest was opened and a torn svc was observed. After surgery, the patient was non-responsive and sustained anoxic brain injury. Sjm was later informed that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal insulation abrasion a 8.4cm-11.6cm from the distal tip. The inner lumen was also abraded and the inner coil was exposed. Both sets of re and rv cables were exposed and the coating of one of the rv cables was compromised. Also, external abrasion was found between 3.8cm to 3.9cm from the proximal end.